Manufacturer narrative:
Additional information was received from the customer stating that the diabetic ketoacidosis was due to customer contracting covid (unrelated to pump/supplies). This event is not reportable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with diabetic ketoacidosis. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.